Event description:
The customer reported via phone call experiencing high blood glucose levels of over 500 mg/dl for 5 hours. The customer stated that he had changed the infusion set 5 times that day. He had delivered a bolus via insulin pump but found that his blood glucose did not lower. He found a leak at the quick release, changed the infusion set again, attempted to bolus again, but now the insulin pump alarmed no delivery. He observed more wetness upon removing the infusion set. He stated that the issue seemed to be located where the tubing connected to the insertion site due to pressurized insulin squirting out. He changed the set again, treated with the device, and reported that his blood glucose was beginning to come down as normal. The customer's blood glucose was 524 mg/dl at the time of the issue, and his most recent blood glucose was 510 mg/dl. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.